Event description:
Boston scientific received information that this left ventricular lead dislodged. It was explanted and successfully replaced. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the complete lead was returned and the j shape was evident. Dc resistance measurements passed on all pathways. Stylet insertion testing failed as there was dried body fluid in the lead lumen. Next, resistance and pressure testing was then performed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within the normal range.